Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The case was notified to rayner by the UK medicines and healthcare products regulatory agency (mhra) via their sharing of a user adverse incident report. The event description provided states "the patient attended for a further opinion having blurred/low contrast vision in his left eye, which increased since surgery. Clinically the intraocular lens implant was correctly sited within the capsular bag, but was mineralising. This was the cause of the reducing vision. The lens was bisected to enable its removal via a small-incision and retained. A replacement intraocular lens implant was sited from a different manufacturer". The device has not been returned to rayner. "Iol replacement or extraction" and "iol calcification" are listed in the "adverse events" section of the rayone IFU. The term "mineralisation" may refer to the onset of lens opacification and/or the presence of other deposits. Rayner has never had a confirmed case of primary calcification relating to a rayner iol. Rayner has made no material processing or packaging changes that may have negatively affected our iols. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The origin and/or nature of the "mineralisation" cannot be verified in the absence of the lens for return.

Event description:
On 22nd december 2025, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that the iol was "mineralising" causing deterioration in the patient's visual acuity.